Manufacturer narrative:
(B)(4). Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No if so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? Yes. Was there any difficulty removing the device from the tissue? No. During the operation, what was the appearance of the staple line (intact, malformed staple, etc)? Malformed and incomplete staple. What were the quality and/or thickness of the tissue in the area where the device was fired? (Friable, thin, regular, thick, etc.)? Normal. Was a leak test completed? No. Post op bleeding that was controllable the analysis results found that the tlc75 device was received in good visual condition and with no reload present. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a right colectomy procedure the surgeon fired the device on the right colon at the anastomosis site for the first firing with a blue reload. The device was difficult to close and when he fired the device, it needed additional force to fire; the firing knob turned 2/3 of the way and stopped. When he removed the device the staple line was incomplete and there were malformed staples. No unusual noise was reported. The surgeon removed the device and used another like device to complete the procedure. Post op, the patient was experiencing some bleeding but then the bleeding stopped with no intervention. No other information was provided. There has been no patient consequence reported.